Event description:
The device was returned for service. During service by baxter, cracked door assemblies 1 and 2 were found. According to the hospital representative, no patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
The facility representative reported a constant occlusion alarm on channel 2. Information was not provided regarding whether or not the problem occurred during a patient infusion. The pump was evaluated by a baxter service technician. Inspection of the device found that the occlusion alarms were caused by a cracked door assembly.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.